Manufacturer narrative:
Zimmer biomet complaint:(B)(4). This report is being submitted late as it has been identified in remediation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) and complaint history review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation: 4." Loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity". If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Odonnell, t. M., abouazza, o., & neil, m. J. (2013). Revision of minimal resection resurfacing unicondylar knee arthroplasty to total knee arthroplasty. The journal of arthroplasty, 28(1), 33-39. Doi:10.1016/j.arth.2012.02.031.

Event description:
Information was received based on review of a journal article entitled, "revision of minimal resection resurfacing unicondylar knee arthroplasty to total knee arthroplasty" thirty-two (32) failure of the uka were identified in the article that underwent revisions due to due to baseplate subsidence on an unknown date. There has been no further information provided and the patient outcome is unknown. All other events will be reported in individual records which will be linked to parent record.